Event description:
The customer reported that the device locked up during testing when the charge button was pressed.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation and this complaint is still under investigation.